Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated from 55% to 50% to 60%. Tandem technical support advised the customer to fully charge the pump to address the issue. The customer's blood glucose level was 234mg/dl.